Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to the hospital's meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient tests four to five times a day and manages his diabetes with novolog insulin (based on his blood glucose reading). The patient alleged that the issue began three weeks prior to contacting lfs. Before the reported meter issue occurred, the patient claimed that on two consecutive mornings he woke up with symptoms of low blood glucose (specifying sweating, confusion, and weakness). On an unspecified date/time the patient reportedly woke up with symptoms of low blood glucose, he obtained an unspecified low reading with the subject meter, his wife administered orange juice as treatment, and a few minutes later he felt better. The following morning he again woke up with a symptom of sweating and then had passed out. The patient's blood glucose readings prior to the onset of his symptoms on either morning are not known; however, according to the csr's documentation, the patient reportedly feels he may be administering the incorrect dose of insulin based on his meter readings. According to the csr's documentation, the emergency medical services (ems) reportedly arrived five minutes after the patient had passed out, he reportedly obtained a reading of "30mg/dl" with the ems's meter, he was administered IV glucose as treatment, and after regaining consciousness 15-20 minutes later, the patient reportedly was transported to the hospital. After arriving at the hospital, the patient obtained a reading between "60-70mg/dl" with the hospital's meter and was reportedly hospitalized for two days for hypoglycemia. Prior to his discharge from the hospital, the patient indicated he obtained a reading of "200mg/dl" with the subject meter and "150mg/dl" with the hospital's meter,performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. However, the csr discovered that the subject meter was not coded properly (per owner's manual recommendation) and the patient was also using expired test strips at the time the alleged issue occurred. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.